Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post-operative,

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the was unable to establish communication with the ipg following an unrelated surgical procedure in (B)(6) 2019. It was stated the ipg was not placed into surgery mode prior. Troubleshooting was unable to resolve the issue. The ipg was deemed inoperable. As such, the patient may undergo surgical intervention to address the issue.